Manufacturer narrative:
Analysis of the lead (lot #va1m2kz) revealed that there was no anomaly with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a returned product from an unknown source. It was reported that the lead was bent. No symptoms reported. No out of box failure was reported. No further complications were reported or anticipated.